Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had hyperglycemia. The customer's blood glucose level was reported to be 600mg/dl. It was reported that the pump infusion site was loose. It was reported that the customer was treated with insulin and oral fluids. It was reported that the customer was normal the next day. No medical care required.